Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic distal right coronary artery. The physician experienced difficulty advancing the 2.5x8mm quantum maverick balloon to the lesion. Once the lesion was crossed, the physician inflated the balloon to 8 atms for ten to fifteen seconds on the first inflation. "However, the blood was coming into the inflation device." The device was removed intact and a pinhole rupture was observed. There were no patient complications. The procedure was successfully completed with a non-bsc device and the deployment of a 2.5x24mm taxus stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.